Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.6 cm next to an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right-mentor siltex round moderate profile 425cc saline breast implant, catalog number 3542610. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation revision with mentor siltex round moderate profile 425cc saline breast implants that the left deflated after implantation. As a result, patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3541509, lot number 7292506, serial number (B)(4), and left replaced with catalog number 3544509, lot number 7342380, serial number (B)(4) on (B)(6) 2018. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered.